Event description:
The manufacturer received information alleging two ventilation inoperative error codes were found on a bipap a40 device. The device was not in use on a patient at the time of the occurrence. The bipap a40 device was evaluated at a third-party service center. During the evaluation it was noted that two error codes, central processing unit (cpu) cannot communicate with the flow sensor using the i2c bus (e-046) and cpu cannot communicate with the pressure sensor using spi bus (e-047), were observed on the device's error log. The technician recommended replacing the device's circuit board to address the issue. The device will be scrapped at the customer's request; therefore, no additional repair information was provided. A final report is being submitted. If any additional information is received, a supplemental report will be filed.